Event description:
Report that crutch broke and end use fell. Surgical intervention performed to repair a ruptured tendon.

Manufacturer narrative:
After arriving home from a same-day surgical procedure, the end user reported that a crutch broke in half and he fell. He was hospitalized and surgical repair of a re-ruptured left tendon was required. Surgical intervention was also required for the repair of a fractured left 5th digit of his foot. Details pertaining to the actual incident were not provided. We do not know if the crutches caused or contributed to the fall. The sample was not returned for evaluation. A root cause has not been determined. However, in an abundance of caution and due to the reported injury, this medwatch is being filed.